Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The drive has been moderately damaged, primarily at the top of the drive. The top of the head, band, and bottom of the head are in good condition. A small part of the first thread is all that remains of the shaft threads. The head is proper diameter and shape to have been from a 202.8 series part, but further positive identification is not possible. Due to the type and extent of the damage incurred, and also because no lot number was provided, a finite evaluation was not possible. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Date of birth was reported as (B)(6) 1981.

Event description:
It was reported that during an open reduction internal fixation procedure of a left pilon fracture on (B)(6) 2013, while inserting the two screws, both screw heads broke off. The shafts remained flush with the bone and were left implanted in patient. No patient harm, adverse event, or delay in surgery were reported. This is report 1 of 2 for complaint (B)(4).